Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. No information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the shockpulse malfunctioned. When you press the activation button in standard power mode, the green color of the standard power button on the generator will first light up. After about 3 seconds, the device will beep softly, and then the two buttons (check probe and error) will light up in red. There were no reports of patient harm.

Event description:
It was reported, the shockpulse malfunctioned. When you press the activation button in standard power mode, the green color of the standard power button on the generator will first light up. After about 3 seconds, the device will beep softly, and then the two buttons (check probe and error) will light up in red. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.